Event description:
Additional information received from the healthcare provider via a clinical study reported that the event had resolved on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study reported that the previously explanted pump and catheter were replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2024 the patient's primary care physician contacted the clinic reporting the patient's pump site appeared swollen; patient scheduled for same-day evaluation. Examination revealed redness at the lateral edge of wound associated with tenderness along the edge of pump. The patient was 2.5 months post pump replacement. Patient reported her homecare team did start her on doxycycline. Examination on (B)(6) 2024 revealed the site was less red and tender. Fluid was present at site; aspirated 5 ml. The fluid tested positive for infection with wound dehiscence; patient instructed to present to emergency department. A CT scan did not reveal fluid collection. They were started on IV vancomycin. The patient required in-patient/prolonged hospitalization. The pump pocket was extensively debrided and washed out. The patient continued on IV and oral antibiotics and the site was healing well.